Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) fully came out when removing the device from the patient. The user deployed the sealant per instructions for use (IFU). The sealant was completely above the skin. The sealant was not partially into the tissue. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the (IFU) and opened in a sterile field. The advancer tuber was held in place while removing the balloon from the access site. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynxgrip was used on a transfemoral cerebral angioplasty (tfca) case and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) fully came out when removing the device from the patient. The user deployed the sealant per instructions for use (IFU). The sealant was completely above the skin. The sealant was not partially into the tissue. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the (IFU) and opened in a sterile field. The advancer tuber was held in place while removing the balloon from the access site. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynxgrip was used on a transfemoral cerebral angioplasty (tfca) case and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220703 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) fully came out when removing the device from the patient. The user deployed the sealant per instructions for use (IFU). The sealant was completely above the skin. The sealant was not partially into the tissue. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the (IFU) and opened in a sterile field. The advancer tuber was held in place while removing the balloon from the access site. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynxgrip was used on a transfemoral cerebral angioplasty (tfca) case and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device 6f-7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the shuttle was engaged to the black handle. The syringe was received connected to the device with the stopcock closed. In addition, the advancer tube was received separated, and the balloon was received completely deflated. The slit was observed in the outer cartridge. The sealant and procedural sheath were not returned with the device. The condition of the returned device is similar to a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed. Without the return of the sealant and the advancer tube received separated, a complete functional testing on the returned device to determine if any damages to the advancer tube and/or the sealant may have contributed to the reported event could not be performed. A product history record (phr) review of lot f2220703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed during analysis of the returned device. Without the return of the sealant, and the advancer tube separated from the device, it is impossible to determine what factors may have contributed to the reported event. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.